Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The "tight" target lesion was located in the moderately tortuous and moderately calcified posterior tibial artery. This 300cm journey guide wire was being advanced in the posterior tibial against resistance when the guide wire became stuck. While attempting to remove the guide wire, approximately 2cm of the guide wire tip detached in the posterior tibial artery. The guide wire tip remains in the posterior tibial artery. The procedure was completed with a different guide wire. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. A ship history and subsequent manufacturing batch record review performed on potential batch numbers indicated that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).